Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support provided information and assisted the customer with resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue reappeared.